Event description:
Med-el cochlear implant external processor -sonnet 2 sound processor the top cover keeps coming off of these sound processor what is a sound processor classified under FDA as a class iii medical device. The part that is dislodging from the processor are small pieces which children do wear and potentially a child taking there processor off there head and putting it in there mouth with that top cover that pop off which sonnet 2 is famously to be known for could cause choking of the device or a individual that does not have sound judgement that does the same thing could cause choking. Med el home headquarters for the united states is based in durham nc. Home headquarters is based in the country of austria. FDA approved sonnet 2 was approved to be safe but the company is failing to fix the issue so it does not keep incurring. Sonnet 2 should be recalled for safety issues so the company can fix the product so consumers are getting a safe and usable product to use especially since these devices are more then (B)(6) a piece. I have two pictures there separate processor that they keep swapping out but the same problem happening and med el refuses to inform the public about choking hazard and these processor are used for adult and children of all ages. Reference report: mw5154664.